Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman fxd curve access system (was) was advanced with a 24mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed and implanted after meeting release criteria. After the closure device was implanted, the routine post-procedure pe check was performed, and a large pe was noted around the right side of the heart and in the transverse sinus. During visualization of the pe, the patient started to develop cardiac tamponade, and a drain was placed subxiphoid and drained approximately 400cc of bright red fluid. The procedure was concluded. The patient was extubated and transferred to the cardiac intensive care unit (ICU) for observation. The patient is expected to fully recover. The physician believes the pe occurred during wds deployment.